Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed. A field service engineer (fse) observed that drawer main 2.2 was experiencing ¿please close drawer¿ errors, even though the drawer had not been opened. Upon inspection, found the open/close sensor was not fully plugged in. Reseated the cables and sensors for drawer 2.2. No failures could be reproduced in either the main or test applications. The customer successfully inventoried the storage space, and the drawer functioned properly with all pockets detected. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 2.2 hardware was failed. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 2.2 hardware was failed. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.